Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was 11 mmol/l. The customer reported that the buttons were not responding and also had hardware low level failure error. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.